Manufacturer narrative:
Additional information: additional information was received and it was learned that the lens was explanted due to patient experiencing halos at night time that were limiting her functional ability. The lens was exchanged and there was no complications. The patient is doing well with excellent visual outcome. Age/date of birth: (B)(6) 1966. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 07/24/2017 device returned to manufacturer?: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported zxr00 26.0 diopter intraocular lens (iol) was explanted from a female patient's operative eye. The lens was replaced with a model zct150 26.5 diopter iol. The reason for the exchange was not provided. No further information was provided.